Event description:
The plaintiff's attorney alleged that the decedent experienced cardiovascular events on or about (B)(6) 2008 and subsequently expired after the use of the product.

Manufacturer narrative:
This is one event (cardiovascular) of two events for the same pt involving two separate products; associated mdrs #1225714-2014-03138, 03140, and 03141.